Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing which on one occasion resulted in inappropriate anti-tachycardia pacing (atp). The patient was seen in clinic where the noise could not be reproduced with evocative maneuvers. All electrical tests were in range. However, from the rv lead trend, a sudden increase in pacing impedance was observed in (B)(6) 2023. The patient will be brought in for a rv lead review. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).